Manufacturer narrative:
(B)(4). The external visual inspection revealed tool damage on the seam weld and a cut electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Event description:
The recipient is reportedly experiencing pain at the implant site with and without device use. The recipient was prescribed medication and programming adjustments were made, however, the issue is not resolved. The recipient continues to use the device. Revision surgery is under consideration.

Manufacturer narrative:
Revision surgery has been scheduled.